Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report #3005099803-2018-01899 and 3005099803-2018-01902 for the other associated device information. It was reported to boston scientific corporation that three capio¿ slim devices were used during an anterior and posterior repair with biologic graft procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the carrier of the first two devices broke off. The carrier of the first device [MFR report #3005099803-2018-01899] broke in half, and the second one [MFR report #3005099803-2018-01902] broke off completely. The broken carriers were removed from the patient with the use of pickup forceps. For the third device used [MFR report #3005099803-2018-01900], the capio carrier and cage mechanism was reportedly stuck and would not retract. The procedure was completed with a different device. There were no patient complications reported as a result of these events. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report #3005099803-2018-01899 and 3005099803-2018-01902 for the other associated device information. It was reported to boston scientific corporation that three capio¿ slim devices were used during an anterior and posterior repair with biologic graft procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the carrier of the first two devices broke off. The carrier of the first device [MFR report #3005099803-2018-01899] broke in half, and the second one [MFR report #3005099803-2018-01902] broke off completely. The broken carriers were removed from the patient with the use of pickup forceps. For the third device used [MFR report #3005099803-2018-01900], the capio carrier and cage mechanism was reportedly stuck and would not retract. The procedure was completed with a different device. There were no patient complications reported as a result of these events. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
An examination of the returned capio¿ slim revealed that the device does not have any visual failure. The carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the dart entered in the slot without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all gathered information and investigation results, there is no evidence of the alleged issue or any defect which could have contributed to the event. Therefore, the assigned root cause for this complaint is not confirmed - returned.